Event description:
Eight months after heartware lvad implantation. The patient experienced a change of power source in the controller earlier than expected. This was noted several times even when the batteries were adequately charged. Vad coordinator visually assessed the patient controller power connection ports and batteries, no physical defects were found. The batteries were replaced with new one¿s from the hospital¿s stock, and the units in question were returned to heartware for analysis. No harm or injury to the patient was reported as a result of this incident.

Manufacturer narrative:
The batteries were returned; various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. These included visual & functional testing and review of manufacturing documentation. Thorough external visual inspection of the batteries revealed no signs of physical damage, contamination or loose parts inside of the device. Review of manufacturing documentation record confirmed that the batteries met all requirements for release. Functional testing of the returned batteries revealed a defective cell pair capable of reaching an under voltage condition that is likely the cause of the reported premature power port changes (switching) described. An internal investigation (CAPA) has been open to address the issue. This is one of six reports (3007042319-2013-00140, 00141, 00142, 00143, 00144 and 00145) submitted for devices related to the same event.